Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector would not flow. During patient infusion at ¿a slow flow rate¿ with a non-baxter pump, the device does not flow ¿due to the connection¿. Per the nurse, the non-baxter syringe tubing has a fixed collar that may or may not always fully open the one link fluid path due to the short luer tip. There was no report of patient injury or medical intervention associated with this event. No additional information is available.